Event description:
Consumer reported having used the equate antibacterial denture cleanser for approximately 2 months to clean his dentures. He has been feeling nausea and states he has a metallic taste in his mouth.